Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-06677.

Manufacturer narrative:
Investigation results will be provided in the final report. Date of event: date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2019-06677. It was reported that the patient experienced ineffective therapy due to high impedances. X-rays confirmed that everything is normal. Reprogramming using the normal contacts did not resolve the issue. In turn surgical intervention may take place at a later date to address the issue.